Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast surgery with a 475cc mentor smooth round moderate profile saline breast prosthesis and experienced capsular contracture, baker grade unknown on the left side and a device migration on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the right side device.

Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).